Event description:
The facility printed several CT sinus exams from the pacs. The images appeared correctly flipped, but the left-right markers were not. (The facility routinely flips (left-right orientation) sinus CT's before sending the images to the pacs.)